Event description:
The pt's meter was promting three dashes. The pt had the meter for approx one month. He was unable to use the meter since he had obtained it. He visited his physician and recieved insulin as treatment. It is not known if the pt had symptoms at the time of the office visit. The blood glucose result, from the physician's visit was not reported. It was discovered during troubleshooting that the pt was pressing the 'm' button to power the meter on for a blood glucose test, which is the incorrect testing technique. The pt obtained the three dashes because he was in the memory mode and there were no tests in the memory. This complaint is being reported, as the pt was unable to test on the meter for subsequently received medical intervention from the physician. A replacement meter has been sent.